Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported that during intraocular lens (iol) implant procedures in the last five to six weeks, the surgeon noted that four iol's were scratched . The director reported that the event is due to a possible burr or abnormality inside the cartridge. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The customer indicated the use of a qualified iol (20.0 - 25.5 diopter range), handpiece and viscoelastic. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The doctor made a comment that they wonders if they could be responsible for scratching the lenses with the cannula. They do make a straight jabbing motion during this part. The manufacturer internal reference number is: (B)(4).

Event description:
The account representative indicated that the surgeon thinks that he may be responsible for scratching the lens due to using a cannula to position the lens with a jabbing motion during lens implantation.